Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation. Five events were not duplicated during testing; however, the devices were found to be outside of specifications. Four devices were found to be affected by internal corrosion. One device was found to be affected by damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was overheating and smoking. Two reported events had patient involvement with no patient impact. One reported event had no known patient involvement or patient impact. Two reported events had patient involvement for the event of overheating with no patient impact and then both devices smoked during service evaluation.